Event description:
The advocate stated that both of the customer's contour meters were reading too high. He stated that she received a high glucose reading of 486 mg/dl and took insulin based on the reading. A couple of hours later, the customer felt as if her glucose was low. She retested and received a reading of 48 mg/dl. She was able to drink a soda and eat something in order to raise her blood glucose level. The customer did not require any outside medical attention. The test strips and meter are to be returned for eval. Replacement products were sent to the customer.